Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the hospital confirmed that the patient developed a callus formation after having a non-weight bearing rehabilitation. Initially, the patient had an open reduction internal fixation (orif) surgery for femoral trochanteric fracture with trochanteric fixation nail advanced (tfna) on (B)(6) 2018. An x-ray was taken soon after the surgery and no problem was noted. The patient started a weight-bearing rehabilitation on (B)(6) 2019. On (B)(6) 2019, the hospital discovered via x-ray that the patient's bone had cracked at the area of a distal locking screw, but the patient reported no pain at that time. Due to the discovery, the patient began a non-weight bearing rehabilitation. The surgeon commented that while drilling during the initial procedure, the surgeon pressed the drill against the bone because the drill bit was dull, and this may have caused a slight crack of the bone, which was worsened by the weight bearing after the surgery. The surgeon added that the locking screw was not inserted into the center of the bone, which induced the crack, because the patient had a strong lordosis and the nail was located along the anterior cortical bone. The hospital will monitor the patient carefully. No revision surgery is planned. Concomitant devices: tfna nail (part: unknown, lot: unknown, quantity: 1), tfna blade (part: unknown, lot: unknown, quantity: 1), drill (part: unknown, lot: unknown, quantity: unknown). This report is for a 4.2mm three-fluted drill bit. This is report 2 of 2 for (B)(4).